Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 200 mg/dl. The customer reported that she didn't think she had any more supplies, and sought medical attention to prevent an extremely high blood glucose level. The customer was treated with insulin and hydration. The insulin pump was not replaced or returned for analysis.